Event description:
Ocd rep contacting cts to report of a false negative reaction for a sample known to contain anti-e in the plasma on the provue, whereas manual gel and the ortho vision exhibited a 1+ reactions.

Manufacturer narrative:
Upon inspection of the images provided, disturbance of the cell button were noted with the vision results but none off of the provue. Listed provue has been confirmed to be used for internal validation testing at the customer's site and is not being used for patient release results. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. The concern is isolated to the one test of the patient sample that cannot be duplicated. The investigation determined that the most likely root cause of this event was sample related.